Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a power (battery life w/ moisture) issue. Moisture was reported to be present in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01-feb-2018 device evaluation: the device has been returned and evaluated by product analysis on 19-jan-2018 with the following findings: a review of the pump black box data indicated no evidence of short battery life. Multiple cs 128 alarms occurred. During a visual inspection of the pump, the battery compartment was observed to be cracked. There was evidence of moisture contamination observed in the battery canister. A leak test failed due a battery compartment leak. The returned battery cap was undamaged and secured properly to the pump with no power loss. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint of a battery life issue was not duplicated during investigation.